Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The product was returned for analysis and the reported complaint was observed. Iol returned in the lens case. Lens case is inside sample container. Solution is dried on the iol. Both haptics are intact. The optic is torn/split-cut dividing the iol in three and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "central crack in iol". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant, central crack in iol was noted. Additional information has been requested but no further information was received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).